Event description:
It was reported that when using the bd pyxis¿ medbank tower, unable to find the key and issue the medication. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to find the key and issue the medication. A technical support specialist (tss) called the customer and confirmed that the key was not returned from the fridge, so remoted in and guided client through updating key count via cycle count to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.